Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer performed multiple tests on the drawers and identified that drawer 3.1 had a cubie b1 open error. The fse replaced the cubie and conducted testing, then performed hardware testing application diagnostics. The customer carried out additional testing, confirming the system was fully operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, door was failed to open, and recovery unit button did not work. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.